Event description:
It was reported that the balloon burst occurred. The 85% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 5.0 mm x 100 mm, 135 cm ranger drug coated balloon catheter was advanced for dilation. During the procedure, the balloon ruptured prior to being inflated to its rated burst pressure. The procedure was completed with another of the same device. No complications were reported.